Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the most probably causes for the reported event are as follows: terminal bending of video connector socket ¿ video connector socket case ¿ terminal corrosion of video connector socket ¿ foreign body adherence to video connector socket terminals ¿ malfunction of video connector socket locking ¿ loosening of flexible printed circuit substrate ¿ failure of printed circuit substrate ¿ power unit failure (including huge damages) ¿ video cable failures ¿ video cable connectors fail ¿ internal dust ¿ disturbance noise effects ¿ scope ID data fail ¿ all-resetting fails it is inferred that the monitor, video cables, and endoscopes connected to the monitor were abnormal and the pointed out phenomenon occurred when the pointed out phenomenon occurred, based on the following information: "no video/screen is not completely black¿ and "the video images are tested on gif-h190 and cf-hq190l scopes. The video images are functioning properly."

Manufacturer narrative:
The device was returned to the service center for evaluation. The user¿s complaint could not be confirmed. A visual inspection was performed on the returned device and found normal wear on the outer housing and the video connection was in normal condition. The image quality was checked and found to be normal. The device was repaired and returned to the customer.

Event description:
The service center was informed that during preparation for use, the device screen appeared black after connection. There was no report of patient involvement.